Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient had a right total knee arthroplasty to address right knee severe osteoarthritis. Depuy components, including depuy patella and depuy cement were used during this procedure. (Page 4,5 of 15) on (B)(6) 2019, the patient was revised to address pain and global instability. The surgeon reported finding a loose tibial baseplate (with no interface provided), unstable total knee arthroplasty secondary to internal rotation of the femoral prosthesis. The patella was noted to be well-fixed and retained. Competitor components were used during this procedure, including competitor cement. Doi: (B)(6) 2017 dor:(B)(6) /2019 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.